Event description:
It was reported by the patient that the needle did not deploy, and the cannula was not inserted into the skin. The patient reported that the pink slide did not move forward, and upon pod removal, the cannula was not visible. No impact to the patient's blood glucose levels was reported, and the pod was not worn. The patient further reported that when husband removed the pod, it appeared burned despite the needle not having deployed. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 4.0.2. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.